Event description:
The tip of the drill sheared off as it was going through the nail. The drill was retrieved along with the broken piece, except for one small piece, about 1mm x 2mm, which was intraosseous and could not be retrieved.